Event description:
Company representative reported a cerebrospinal fluid (csf) leak following a procedure in which duraseal was used. Surgeon could not attribute the cause of the csf leak to the use of duraseal. Patient recovered without further incident. No other information was obtained.

Manufacturer narrative:
Company representative reported a cerebrospinal fluid (csf) leak following a procedure in which duraseal was used. Surgeon could not attribute the cause of the csf leak to the use of duraseal. Patient recovered without further incident. The duraseal instructions for use (IFU) states: "the duraseal dural sealant system is intended for use as an adjunct to sutured dural repair during cranial surgery to provide watertight closure." The IFU further cites the incidence of csf leaks in this study was 4.5%. Of these 1.8% were incisional and 2.7% were pseudomeningoceles."